Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Upon interrogation, the physician noticed episodes of non-sustained oversensing on the right atrial lead. The lead was capped and replaced, and the patient is in a stable condition.

Manufacturer narrative:
Correction: date of event.